Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with undersensing on the implantable cardiac monitor. No changes were made and the patient would continue to be monitored. The patient was stable.